Manufacturer narrative:
H4: the device was manufactured from august 15, 2019 - august 16, 2019. H10: the device was received for evaluation containing 4ml fluid in the bladder. A visual inspection was performed using the naked eye, which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the device and the flow rate was found to be within the product¿s specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. It was further reported that the expected time of therapy is 46 hours, however it took 70 hours to complete the medication. The device was filled with 5-fluorouracil and saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.